Event description:
Pt was connected to the monitor. Pt had a pacemaker. We did not enable the pacer detection on the monitor. Resp alarm was enabled. Pt died at 8:25h pm. Heart rate frequency of 60 (pacemaker) was displayed and the resp. Counting kept going on without an alarm for approx 35 mins (a frequency of 12-24 was detected!). But the pt was dead for about 30 mins and already cold. Thus the pt was found dead after 30 mins with an ongoing monitor of the pacemaker (without any alarm due to a detection of the heart rate and respiratory strokes). Technician comment: two days before the customer gave the order to adjust all monitors on the same settings. Rep set up one monitor according to his configuration and the service technician transferred this configuration via memory card (part no 4718248) to all monitors. Those monitors that were not connected to a pt were restarted to activate the configuration. The others, connected to a pt, were not restarted. The monitor involved in the reported event was not restarted. But during a discussion about the event with the customer, he mentioned that he had restarted the monitor. The logbooks of the entire installation are attached to this e-mail. A print out of the monitor screen as it was found is sent via mail. During downloading of the logs the concerned monitor was found on another ids, but the pt was not discharged yet, so that the data shall still exist. In 2008,a dummy was attached to check if the monitor displays all values and alarms correctly. In offline mode all set alarms are generated with the full volume. In online mode all alarms are generated correctly at the central station. No malfunction could be detected on the monitor (status: 2008 about. 10:00ham)!

Manufacturer narrative:
Our initial evaluation of the reported event indicates that the device worked as intended. Draeger device did not cause this adverse event. We will notify our investigation results to FDA as soon as they become available.